Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: (B)(6). UDI#: (B)(4).

Event description:
It was reported that the patient underwent an elective explant procedure to explant the entire spinal cord stimulator (scs) system including the implantable pulse generator (ipg) and paddle lead due to the patient not getting any relief since the implant. There were no reported device issues, however, multiple reprogramming sessions were attempted due to inadequate stimulation. There were also no patient complications and the patient is stable and has fully recovered.